Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: contamination was found under the button contacts. The buttons on the keypad were intermittently responsive. There was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the contamination was found under the button contacts, the buttons were intermittent, and there was a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.